Event description:
The customer reported one (1) elevated leadcare ii blood lead test result of 5.5 ug/dl, with a confirmatory venous test result of <1.1 ug/dl). The customer was unable to provide leadcare technical services (ts) with a copy of the confirmation test results. The customer reported qc was in range with the values noted below: - level 1 = 10.2 ug/dl (target range = 7.4-13.4 ug/dl). - level 2 = 25.4 ug/dl (target range = 24.2-32.2 ug/dl). During troubleshooting with ts, the customer described the blood lead sample collection and handling procedures that were used. The customer reported cleaning the sample collection site with an alcohol pad, lancing the skin, wiping the first drop of blood away, filling the capillary tube to the black line with no air bubbles, then dispensing the sample into the treatment reagent tube using the plunger supplied with the test kit. The customer reported mixing the sample by shaking the tube, and then using the dropper provided in the kit to dispense the treated sample onto the "x" of the sensor. Ts identified that the instructions for sample collection and handling contained in the product instructions for use (IFU) were not followed by the customer, specifically: (1) not washing the patient's hands with soap and water, and not letting them air dry. (2) touching the skin to remove the first droplet of blood. (3) not wiping the outside of the capillary tube. (4) not mixing the treated sample by inverting the treatment reagent tube 8-10 times. Ts instructed the customer to follow the blood lead capillary sample collection guidelines stated in the product IFU, and the cdc guidance for blood lead capillary sample collection referenced in the IFU. A copy of the cdc blood lead capillary collection video was sent to the customer. No patient harm or injury was reported.

Manufacturer narrative:
This customer reported three (3) elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.